Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2009 the plaintiff was implanted with a sparc sling system "for stress urinary incontinence and pelvic organ prolapse". It was also reported that "portions" of the device were removed on (B)(6) 2010 and (B)(6) 2011. It was alleged that the plaintiff has "suffered serious bodily injuries, including, but not limited to extreme pain, infection, scarring, extrusion of mesh, erosion of her internal bodily tissue", "has experienced significant mental and physical pain and suffering, has required add'l surgery and medical treatment", has sustained "permanent injury", was "injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering", and has other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.